Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: the unique identifier was not available at the time of reporting. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis. No parts have been received by the manufacturer for evaluation. Eval code method 4114 is associated with this statement eval code result 3221 is associated with this statement eval code conclusion 4315 is associated with this statement. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the generator was staying in initializing mode when starting up the imaging system. No patient was present at the time of the event.